Manufacturer narrative:
The micro vascular plug will not be returned for analysis as it remains in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that mvp migrated after full deployment. The patient was undergoing embolization treatment for an internal iliac artery. It was reported that mvp was deployed as per IFU. When deployment was completed the plug moved distal and into a side branch. A non-medtronic plug was implanted to complete embolization. There were not any patient symptoms or complications associated with this event. No patient injury was reported.